Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v stent delivery system (sds) noted blood visible on the shaft and contrast in the inflation lumen, consistent with preparation and handling. The stent was stationary on the tightly folded balloon between the markers. There were stretched struts on the proximal end of the stent, confirming the reported damage. The sds was inadvertently discarded prior to completion of the dimensional and functional testing. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was heavily calcified, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use. Damage to the proximal end of the stent is most consistent with that of which occurs as a result of an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the sds. It is likely that the stent caught on the tip of the guiding catheter, further damaging the proximal struts, contributing to the difficulty removing the sds through the guiding catheter. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. The reported failure to advance, stent damage, and difficulty removing the sds from the guiding catheter appear to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are visually inspected online for stent damage.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that during an interventional procedure of the proximal, heavily calcified, left anterior descending (lad) artery, after pre-dilatation with a 2.5 x 20 mm voyager balloon the 2.5 x 28 mm xience v stent could not cross the target lesion and during removal the distal portion of the stent strut was flared and fractured when it got caught on the guide catheter. A second 2.75 x 28 mm xience v stent was attempted but could not cross and was removed without issue. The procedure was completed using 1 each 2.5 x 18 mm, 2.75 x 18 mm and 3.0 x 18 mm xience v stents, overlapped going from distal to proximal-smallest to largest. There was no reported patient effect. There was no significant delay in the procedure. Though requested, no additional information was provided.